Event description:
A patient reported blood glucose results of 132 mg/dl with a lifescan meter and 103 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The customer service representative walked patient through two consecutive control solution tests and both results failed the specified range. Thereby indicating a potential malfunction of the product.